Manufacturer narrative:
(B)(4) (surgical intervention). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the 20 hours post open right hemicolectomy, there has been a progressive tachycardia. The surgeon decided to open the patient and anastomotic dehiscence was found. An intervention/additional operation was required to resolve the issue. Patient hospitalization was extended.